Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced issue with two infusion sets as they fell off during use. It was stated that event occurred on various dates (B)(6) 2024. The event occurred within 1 hour of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR - (B)(4) - device 1 of 2.